Event description:
Unomedical reference number: (B)(4). Event occurred in the united states the patient reported that the infusion set's tubing was detached from connector five times since (B)(6) 2022. The infusion sets were used for few hours. The blood glucose level of the patient at the time of event was 400-500 mg/dl, which they tried to treat with correction bolus via pump after changing the set. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.